Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (damaged cable) has been confirmed. Upon evaluation, the cable connecting the rear therapy electrode (te) and the distribution node (dn) was pulled from the dn strain relief, damaging internal wires. The root cause of the damaged cable and wires cannot be positively identified but is likely excessive force placed on the cable. No adverse event resulted from the damaged cables and wires. The patient received a replacement electrode belt. Device evaluation of battery pack sn (B)(4) has been completed. The reported problem (battery charger fault) was confirmed. As received, the battery was not able to charge. Upon evaluation, there was corrosion on the pca board. The cause of the charger fault is the corrosion. The root cause of the corrosion cannot be positively identified but is likely liquid ingress. Battery pack: 01/2011.

Event description:
Zoll customer support contacted a (B)(6) male patient to exchange his monitor. The patient's download revealed 'gel previously released' flags, without prior gel release. In addition, the patient's flags also received numerous 'battery charger fault' flags. The issue was isolated to the battery pack. The patient was issued a replacement electrode belt ad battery pack.